Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. This is one of four reports (3007042319-2014-00199, 00200, 00201 and 00202) submitted for devices related to the same event. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced a change in power source one year and three months post heartware lvad implantation. The patient's controller and batteries were exchanged without patient injury. The product was returned for further analysis.